Event description:
A malfunction alarm was reported with no notable events prior to the occurrence. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.